Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported when taking injection, no medication comes out. Verbatim: consumer stated, when taking injection, no medication comes out. Stated, she does prime before injection. Stated, even if it doesn't prime, she still will try to inject with that same pen needle. 1 and 5 pen needles does not work. 6 shots per day. Lot: unknown. Catalog: nano pen needle. Date of event: unknown. Samples: no. (B)(4).